Event description:
Event description guidant/crm received information that due to this lead being too short(64cm), it dislodged in the patient two months after initial implant. Another guidant lead (70cm) was implanted without issue.